Event description:
It was reported that the pt experienced a possible reaction to the bioabsorbable implants and had a second surgery to remove them. In 2008, the pt had the initial hammer toe procedure performed on three toes. Two months post-op, the pt presented with a complaint of rash, edema, and skin irritation at the insertion sites. During an office procedure in late 2008, the surgeon was able to remove two of the three implants; the third had broken down/absorbed too far to be removed. The pt was prescribed prednisone to treat the inflammation. Follow-up with the surgeon's office provided info regarding the pt's medical history. The pt's symptoms have improved. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The explanted devices were requested for eval but were not returned; they were reported as discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to the event. Based on the info provided, the most likely cause of this type of event is an adverse reaction of the pt to the material(s) implanted. Product dfu warns of a possible allergic reaction to the implant materials. Pt sensitivity should always be considered/ruled out prior to the procedure. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.